Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Reported via device tracking left side rupture/deflation. The device has been explanted.

Event description:
Reported via device tracking left side rupture/deflation. The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.4, a.6.

Event description:
Reported via device tracking left side rupture/deflation. The device has been explanted.